Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number- requested, not provided. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal device was used as usual. A pre-deployment angiogram was performed. The artery was located. When trying to set the anchor the physician pulled out the whole device without applying heavy force. Bleeding occurred in the procedure room. The bleeding was stopped with 15 minutes of manual compression and without any complications. The patient was stable and there were no patient consequences. Additional information was received on 19dec2019. The procedure performed was a percutaneous transluminal angioplasty (pta) using a 5fr procedure sheath. Everything worked as usual, the angio-seal was in locked position, however when pulling the anchor towards the inner vessel wall the whole device came out without applying heavy force.